Event description:
It was reported that the customer¿s ilet did not display data from a newly started dexcom g7 continuous glucose monitor (cgm) sensor because the user attempted to pair with an old sensor code. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and restoration of cgm pairing after guidance. User support included troubleshooting and user education to review cgm settings, toggle settings, and enter the correct pairing code. Investigation of this case revealed user setup error with incorrect sensor type selection and pairing code, which prevented data transmission to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user error related to configuration and pairing.

Manufacturer narrative:
Initial.